Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. The complete lead was returned for analysis in 2 segments. The connector portion measuring 29.8 cm and the distal portion measuring 35.25 cm. External insulation abrasions were noted 7.7-8.7 cm, 12.3-13.2 cm, and 16.0-16.1 cm from the distal tip exposing the outer coil consistent with friction to another implanted device or feature of the heart. The etfe coating was intact at these locations. All other damages found were sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.